Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had delivery stopped alarm. The customer's blood glucose was 101 mg/dl. The customer stated that there was hardware low level failures alarm. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The product will not be returned for analysis.